Event description:
Customer reported, during routine check of the device,the charge key was malfunctioning. Service representative duplicated the reported condition. Device was repaired and proper operation was confirmed.